Event description:
It was reported that during a procedure to treat atrial fibrillation an intellanav mifi open-irrigated catheter port started a slow spray of fluid. The issue was resolved by exchanging the catheter. There were no issues with the tubing and no error messages appeared. The procedure was successfully completed with no patient complications.

Manufacturer narrative:
The device was returned to boston scientific for analysis. Visual inspection noted that the irrigation extension tubing was found partially detached/separated from the luer fitting at the adhesive joint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.